Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the device was bent and would not allow cutter insertion. Therefore, the reported condition of broken was confirmed. The assignable root cause was determined to be improper use and mis-handling. The reported condition of heat could not be confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure the attachment device was "broken and overheating" and the motor device was "overheating". After the malfunction occurred, the facility tested the motor device and "found no issues with it". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.